Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the atrial lead exhibited a sensing anomaly and low impedance. The lead was reprogrammed. The patient was doing well post event. Information received on 1/20/2016, indicated that the lead exhibited noise with auto mode switch episodes. The lead also continued to exhibit impedance issues. X-ray imaging revealed no anomalies. No medical intervention was performed. The patient's condition post event was stable.